Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Health professional reported a right side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Additionally the health professional reported baker grade IV and the device was discarded.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5, h.6.